Event description:
The customer reported that the system will not boot up.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the surge suppressor pcb. The system operates as intended.